Manufacturer narrative:
Investigation results: device evaluated by MFR: the carotid wallstent device was returned to our post market quality assurance laboratory. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions of use (IFU). The device was returned fully unsheathed with no guidewire inserted in the device. The customer's guidewire was not returned with the device. The investigator advanced a boston scientific 0.014" (0.36mm) guidewire onto this device while the device was fully unsheathed with no resistance experienced when tracking the guidewire. The investigator fully sheathed the device and advanced the guidewire onto the device while fully sheathed and no resistance experienced when tracking the guidewire. A visual and tactile examination identified an outer sheath kink approximately 185 proximal from the distal tip. The device was returned with the stent fully deployed from the delivery system. No issues noted with the deployed stent. There were no issues noted with the stent cups or stent holders. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the carotid wallstent device confirmed that the event of delivery system difficult to remove, wire lumen difficult to load wire and stent inadvertent deployment are known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as no problem detected. Device analysis revealed the guidewire was successfully advanced through the device, fully sheathed and fully unsheathed with no resistance experienced or lumen obstruction encountered and removed the guidewire without any issues. Therefore, the complaint incident cannot be confirmed. The inadvertent deployment occurred when the user was attempting to position the device.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the moderately tortuous right internal carotid artery. An 8.0-21 carotid wallstent self-expanding stent was selected for treatment. The process from unpacking to setting up was performed in accordance with the instructions for use (IFU). Although there was some resistance felt during wire insertion, it was used as usual as this had been encountered previously. However, while the stent was delivered along with the guidewire, the stent became stuck within the blood vessels and could no longer be moved. After multiple push-and-pull attempts and changing the operator, the device has eventually moved by pulling it with strong force. However, the outer sheath has shifted, and the stent was inadvertently deployed. The delivery system and the wire were eventually removed separately, allowing the optimal wire to continue being used as usual. The procedure was completed with a new 10-24 stent. There were no patient complications as a result of this event. Device evaluated by MFR: the carotid device was returned to our post market quality assurance laboratory. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions of use (IFU). The device was returned fully unsheathed with no guidewire inserted in the device. The customer's guidewire was not returned with the device. The investigator advanced a boston scientific 0.014" (0.36mm) guidewire onto this device while the device was fully unsheathed with no resistance experienced when tracking the guidewire. The investigator fully sheathed the device and advanced the guidewire onto the device while fully sheathed and no resistance experienced when tracking the guidewire. A visual and tactile examination identified an outer sheath kink approximately 185 proximal from the distal tip. The device was returned with the stent fully deployed from the delivery system. No issues noted with the deployed stent. There were no issues noted with the stent cups or stent holders. This concludes the product analysis.